Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, a2, a3, b3, b4, b5, e1, e2, e3, g4, g7, h1, h2, h3, h6, h10 the device history records for item# 42517000505 lot# 62419059 & receiving inspection report item# 42517050505 lot# 80561480, 80561484, 80561491 were reviewed for deviations and / or anomalies with no deviations / anomalies identified. -reference CAPA 429 verified item lot combination and reviewed manufacturing date as tasp lot 62419059 exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces returned. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of the CAPA 429 design update. Medical records were not provided CAPA 429 investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Complaint confirmed. The root cause is considered to be a previously addressed design issue. CAPA 429 was previously initiated to further evaluate the reported event

Event description:
The tasp was broken upon insertion, and wouldn¿t function the way it was designed to. The tasp was unable to hold the 10mm metal tasp. Rep reported that it occurred during the procedure but the doctor was able to work through it fine.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned worn on a worn instrument claim form. The returned tasp was fractured. All pieces have been returned.